Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 08-jan-2024, the elderly user's daughter reported that the user attempted to change the insulin cartridge independently despite being advised to wait. While using a remote monitoring system (bionic circle app), she received an alert indicating hypoglycemia. Upon contacting the user, she suspected an error in the cartridge change and called customer care for advice. During troubleshooting it was found that the end-user was connected to the infusion set at the time of the incident and reportedly pushed the insulin cartridge in the cartridge chamber before rewinding and the plunger was all the way towards the neck of the cartridge, potentially delivering a full cartridge of insulin. At the time of the initial call, the users' blood glucose was 75 mg/dl and stable, but the incident had occurred within the past 30 minutes. Due to concerns about excessive insulin delivery, emergency medical care was advised, and the user was taken to the emergency room (ER). The user was admitted to the ER, where the user was provided intravenous dextrose and glucose tablets for approximately eight hours. The lowest recorded glucose level was 54 mg/dl. The user remained conscious throughout the event and did not report any other adverse health effects. Treatment included oral carbohydrates, and stabilization was achieved before discharge. Following hospitalization, the user planned to resume use of the device. No long-term health effects were reported.